Event description:
During the removal of the caspar pin from cervical vertebra 5 (c5) at the end of the anterior cervical decompression and fusion stage of the surgery, 2mm of the caspar pin remained inside the vertebral body of c5. This occurred after the pin broke during the removal process with the screwdriver. The casper pin, a one time use product, was examined and deemed to be in good shape prior to use.====================== health professional's impression======================the device broke====================== manufacturer response for caspar pin======================pending feedback from manufacturer.